Event description:
It was reported that the physician was using the 3f fogarty when the balloon broke leaving part of the balloon in the vessel. Using a second fogarty, an attempt was made to retrieve the balloon remnants. However, it could not be determined if all pieces were removed. X-ray was used throughout the procedure. There was no harm to the patient. Original intended procedure was an arteriovenous fistula thrombectomy without revision and left upper arm cephalic vein transposition. Followed up with customer and retrieval was performed by tunneling in the vein by using a gore.

Manufacturer narrative:
Attempts have been made to retrieve the device for evaluation and if the device is returned or additional information is provided a follow up will be submitted. A review of the manufacturing records indicated that the product met specifications upon release.